Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set occlusion issue event on 19-feb-2026. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The patient changed soft cannula infusion set only and resumed insulin. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4).